Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. No motion sensor test failure alarm noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump was unable to complete functional test due to motor error alarm. The pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm, motor position encoder error and motion sensor test failure from the insulin pump. The customer's blood glucose reading was 77 mg/dl. The customer stated that she had x-rays 3 weeks ago. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was assisted with manual prime and 5 unit fixed prime. The customer stated that insulin did exit. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.